Event description:
The customer reported that the device showed a power cycle failure with error 1000 during the charging of the device. The customer reported that if any joule setting is selected first and then the device is charged, a power cycle failure error 1000 occurrs. There was no report of patient involvement.